Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to oversensing of myopotential noise. The system sensing vectors were testing and all three produced the noise. The physician elected to explant this s-ICD system without replacement. No additional adverse patient effects were reported. This product was discarded at the explanting facility.